Event description:
A male underwent initial aaa repair in 2005. The physician placed one 30mm main body and two iliac leg grafts. Over time, a proximal type I endoleak developed. Another physician at another facility placed a 32mm renu cuff and purposely covered the lower renal artery so that there would be more seal length. Once the renu cuff was placed and the physician ballooned, this resolved the endoleak. Pt is doing fine.

Manufacturer narrative:
Still under investigation.